Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer used cold insulin to fill cartridges. Customer declined troubleshooting with tandem technical support. Customer's blood glucose reached 150 mg/dl.